Event description:
Patient went into unstable ventricular tachycardia. After charging the defibrillator, when pushing the orange button, the monitor said "poor pad contact" (existing r-2 pads were placed and positioned appropriately before preparation and drape). The unit would not discharge. The cables were unplugged and re-plugged to verify they were connected, another attempt was made with the same result. A backup defibrillator and external paddles were called for. The paddles were plugged into the same unit, with the same outcome: "poor pad contact". Chest compressions/open cardiac massage were continued throughout these events with a good blood pressure response. Finally, the surgeon had to increase the size of the small thoracic incision, place internal paddles into the chest with the second defibrillator. The defibrillator delivered 20 j which was successful in terminating the arrhythmia on the 2nd attempt.